Event description:
Reason for removal of implant - infection that did not respond to conservative management. Specimen was submitted as infected penile implant. It consisted of a penile implant consisting of two rods with attached tues. Both the tubes were attached to a fluid filled container and there was also a spring. The rods measure 22cm in length and 1.8cm in diameter. The thin sheeting covering one of the rods was ruptured over a length of 11cminvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.